Event description:
Boston scientific received information that at a routine follow-up visit, it was noted that the lead safety switch had tripped on the right ventricular (rv) lead for low out of range impedance measurements. Noise and undersensing were also seen when reviewing the electrogram (egm). A revision procedure was performed a few days later where the rv lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.